Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for how the knot formed could not be determined and there is no indication of product quality issue with respect to manufacture, design or labeling. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, a knot was observed in the lock line. The knot was cut with scissors and the clip was deployed successfully. After the steerable guide catheter (sgc) was removed, severe bleeding was observed. The physician believed that the femoral artery was punctured during sgc insertion. The bleed was treated, but the treatment was not specified. One clip was implanted, reducing the mr to 1-2. The patient had a good outcome. No additional information was provided.